Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0869 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: scratched case, scratched reservoir tube window, and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below when reviewing the history download file. The pump was stored for an extended period without a battery. The pump was able to download the pump history file, but it was corrupted. There was multiple a47 alarm in the pump history due to corrupted history file. There was no data available in march of 2020. Unable to list the total insulin delivered on the event date 21-mar-2020 and the 7 days prior to that date due to no data available. Unable to perform the history review 1 week prior to the event date 21-mar-2020 in the pump history file due to no data available. The pump passed the functional testing. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer passed away at home on (B)(6) 2020. The customer was not admitted to a hospital prior to the reported incident. The cause of death was heart attack. The customer¿s blood glucose was unknown. The customer was wearing the insulin pump at the time of death. The insulin pump was last worn on (B)(6) 2020, prior to passing. The insulin pump was returned for product analysis.